Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead system exhibited an increase in impedance measurements from 450 ohms to 1,900 ohms. It was noted that impedances then went back down to 450 ohms. There was no evidence of noise, sensing measurements were stable and the patient rarely atrial paced. It was also noted that isometrics and pocket manipulation could not produce noise or out of range impedances. Boston scientific technical services (ts) discussed the normal impedance range for this lead and noted that the impedances were still within range. Subsequent information received that three years later this system exhibited high out of range pacing impedance measurement greater than 2,000 ohms. It was reported that the alert for this issue was previously programmed off however, the clinic was still receiving alerts for out of range impedance issue. Ts discussed that alert configurations change with software updates. Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.